Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 16mm x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified that the device was returned with no stent attached. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon was reviewed, and it showed that balloon had been inflated and was not refolded. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 28mm x 3 mm, concentric target lesion containing a 25 to 30 degree bend was located in the extremely tortuous right coronary artery. A 16 x 3.00 promus elite mr drug-eluting stent was advanced but failed to cross lesion. However, returned device analysis revealed stent detachment.